Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump will not save the history during use. No patient involvement reported.

Manufacturer narrative:
The unit was triaged and the reported condition was confirmed. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.